Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited under sensing and loss of capture. The lead was found to be dislodged. The lead was explanted and replaced. The patient was stable and would continue to be monitored.